Event description:
It was reported that after two hours of support, the device started to leak out of the gas exit port. Blood loss was 5cc. The device was exchanged within a minute, with no reported patient effect. (B)(4)